Event description:
Plastic on adenoid tip melted during use.

Manufacturer narrative:
Product event #(B)(4) investigation conclusion: determine relationship, if any, of the device to this reported incident the complaint that the plastic around the device tip melted was confirmed. Without proper use it is known that the plastic surrounding the wire recesses back against the plastic around the tip lumen, this increases the effective size of the electrode (reference attached health hazard evaluation hhe below). If the user continues to activate the device in this condition the performance may be impacted. An increase in the size of the active electrode is accompanied by a decrease in energy density. The user may perceive this as a deficiency in energy and attempt to compensate by increasing the generator setting which may further exacerbate the tip degradation. Failure to properly clean the tip, operating at a stationary site for extended periods or without suction may also add to tip degradation. (B)(4).

Manufacturer narrative:
(B)(4). Eval, method, results and conclusion: product returned but evaluation not performed to date. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Plastic on adenoid tip melted during use.